Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not rewinding. Customer¿s blood glucose was 285 mg/dl at the time of incident. Customer stated that the rewind message occurred after an alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. (B)(4).